Manufacturer narrative:
Additional info: visual and microscopic inspection identified flank damage and deformation at the leading edge of the set screws, with additional dam age (burr) noted along the upper flank of the thread, consistent with overloading of the device.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t5-l3. It was reported that burrs came off of the setscrew during the surgery. The burrs were removed from the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4): this part is not approved for use in the united states; however a like device catalog # 5540030, 510k # k113174 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.